Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited a history of oversensing which resulted in inappropriate shocks. A review of the device data identified low amplitude measurements in addition to noise. Furthermore, atrial fibrillation was observed and some sort of non-sustained ventricular tachycardia that terminates as evidenced by the wide complex morphology in the strip that was reviewed by a boston scientific technical services consultant. The consultant discussed further troubleshooting and programming options for the patient. The system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.